Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior and posterior side, wear abrasion, a fold crease, and brown particles in fill channel. A leak test and microscopic analysis were performed which identified a striated opening, a sharp opening, and an observed void greater-than 1-millimeter in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the anterior due to an unidentified tear opening, and a striated opening due to surgical damage consistent with the use of a surgical tool.

Event description:
Patient reported "right side leak, the right side is a little sore, the right side has gotten smaller, and there is a drastic difference in the size on the right side." The device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "right side leak, the right side is a little sore, the right side has gotten smaller, and there is a drastic difference in the size on the right side." Device remains implanted.